Event description:
It was reported that the left ventricular lead was not implanted due to the anatomy of the coronary sinus. Another lead was selected and implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): primary analysis finding: no anomalies were found.